Manufacturer narrative:
Received only the catheter for evaluation. The sample was evaluated and no pinch or blockage was observed. Using a lab syringe, the sample was functionally tested by inflating the balloon with 10cc of water, using normal fill technique and the balloon was able to inflate and deflate in 12 seconds. The sample was dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: concentricity (full inflation volume): 60/40. Eye snip length 3/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 21/32¿; eye snip distance from proximal cuff 10/32¿; rubberize thickness 7 thou; inflation lumen coverage 10 thou; balloon thickness (average) 29 thou; reinforcement 190 thou; there was no indication that this product was out of specification; the product was manufactured per the manufacturing procedure. The reported event was unable to be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley was inserted into the patient at home. The home care nurse removed the foley after 1 month and found that the balloon could not be deflated completely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley was inserted into the patient at home. The home care nurse removed the foley after 1 month and found that the balloon could not be deflated completely.